Event description:
As reported, powerflex pro 12mm 2cm ruptured at 6atm during post implantation of two smart stents. The stents were placed in both iliac arteries which had lesions. The device was replaced with a new powerflex pro 12mm2cm (same lot #) and the procedure was completed. Both inguinal regions were punctured. The device was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, powerflex pro 12mm 2cm ruptured at 6atm during post implantation of two smart stents. The stents were placed in both iliac arteries which had lesions. The device was replaced with a new powerflex pro 12mm2cm (same lot #) and the procedure was completed. Both inguinal regions were punctured. The device was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, powerflex pro 12mm 2cm ruptured at six atm during post implantation of two smart stents. The stents were placed in both iliac arteries which had lesions. The device was replaced with a new powerflex pro 12mm 2cm (same lot #) and the procedure was completed. Both inguinal regions were punctured. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82208697 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The device was used during post implantation of two smart stents. Damage to balloon material may have occurred when attempting to cross the lesion with a stent already implanted. The stent struts may easily damage balloon material if caution is not met when attempting to cross. It is likely this was a contributing factor to the event reported; however, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.